Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that warm-up takes longer than expected occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient called in requesting a replacement for two sensors that were both removed at the hospital. The first incident occurred because patient was having trouble breathing and was sent to the hospital, where she was diagnosed with pneumonia (not related to dexcom). When she got home on thursday morning (B)(6) 2025), the patient changed her sensor and her cgm continued to warm-up for over 5 hours. Later that night, she started feeling off and checked her bg which was 79 mg/dl, so she drank some juice and her sister gave her snacks. An hour later, the patient passed out and her and her sister called an ambulance. The cgm was not alerting for hypoglycemia, as it was still warming up. There was no information on whether they did a fingerstick when the ambulance arrived before sending her to the emergency room (ER). At the hospital, they took a bg reading which was 16 mg/dl and the blood pressure was 80/60, her temperature was very low, and she had low potassium values. At the hospital the patient was still unconscious and was unaware of the medication provided. The patient regained consciousness the next day. The patient was discharged on (B)(6) 2025. At the time of the call the patient was fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be signal loss less than one hour via data. No additional patient or event information is available.